Event description:
It was reported that pump displayed malfunction alarm labeled malf 0, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Technical support guided customer through pump reset, confirmed malfunction did not recur after reset, and advised customer to continue using pump and call back if malfunction returned, which customer acknowledged and understood.